Manufacturer narrative:
Using the recommended bard magnum biopsy needles, the returned reusable instrument was tested. No mechanical or functional problems were found. Based on the tests performed and the information submitted, the definitive root cause is unknown.

Event description:
It was reported that the device misfired. Upon the first attempt to biopsy the patient's breast, the device worked fine. A second attempt at biopsy resulted in the needle impaling the breast, penetrating through to the other side of the breast. After recalculating the setting, a 3rd and 4th biopsy were taken successfully.